Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Section d4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e reporting institution phone (B)(6). Section e reporter phone (B)(6).

Event description:
It was reported that there is a speaker malfunction, and the device does not produce sound. It is unknown if the device was in use at the time of the event, and there was no adverse event reported.

Manufacturer narrative:
The customer wanted a replacement mainboard for the speaker malfunction. The customer was provided with a service quote, but the customer did not accept the quote. Therefore, no work was performed by phillips. Based on the information available and the testing conducted, the cause of the reported problem is unknown. The reported problem was not confirmed. The engineer provided service quote to the customer; however, we are unable to confirm the final disposition of the device, because the customer did not accept the quote, and the quote expired.